Event description:
The micro sagittal saw was sent in for evaluation because it powered up on its own without activation during a procedure. The procedure was completed with a readily available alternate device; no adverse event was associated with the device.

Manufacturer narrative:
The motor cartridge which controls the power given to the rest of the device was damaged. As the component fails, false signals are generated and carried out through the device; this would explain the device powering up an its own as reported.